Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not fully opening. A field service engineer adjusted rails. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system drawers are not fully extending, causing difficulties for nurses when attempting to open the last row of cubies.the customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process.there were no adverse events or injuries reported based on this event.